Event description:
These systems were removed due to complications caused by twiddler's syndrome (two sets of leads were twiddled out) as stated by the oos. Associated with this were: linox sd 65/16, MDR 1028232-2007-00319, 2001-2007. Lumax 340 hf-t, 1028232-2007-0320. Approx four months in 2007. Corox otw 75, MDR 1028232-2007-0321. Twelve days in 2007. Setrox s 45, MDR 1028232-2007-00323, twelve days in 2007. Linox sd 65/16, MDR 1028232-2007-0322, approx four months in 2007.